Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for the date range when issue is reported. The reported event is confirmed however its expected behavior. After thorough investigation , we saw user did time change causing the reports to show wrong date and time in reports generated. To assist with the resolution , provided the below feedback to helpline support team. We see that user has did time change on (B)(6) 2026 and uploaded data in the same range until (B)(6) 2026. Any data uploaded during this period became ambiguous, so reports are expected to show blank. No we cannot fetch that information alone as the data resides inside the uploaded snapshot, only way is to view via reports which is not possible due to time change. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is due to time change made by user in pump. Helpline has confirmed that the provided feedback has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the generated report was blank with no data. The customer reported no adverse event. The event involved product(s) unknown craelink software. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.